Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) was priming the pump and flowing at 3.5 liter on the arterial pump head, when she heard a "pop" nose. She noticed that the occlusion knob had popped up and it had dislodged the pump head cover. The magnets were still engaged so the pump was still spinning but it had lost all occlusion. The ccp turned off the pump and could not readjust occlusion, so she switched out to a back-up pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per f/u with the perfusionist, the unit did not have to be used. The unit was on standby for an off pump case. The user facility's biomedical engineer (biomed) is going to repair to roller pump.